Event description:
While using the device at coag 7, a small, orange flame appeared and melted the "tip of the tonsil attachment." There as no known impact to the pt, the coag setting was lowered to 6, a new tip was attached and the physician continued with the procedure. The tech noted that the suction was not yet attached.

Manufacturer narrative:
(B)(4): a retrospective review of past complaints was conducted following a site inspection by FDA. This MDR filing is based on that review. The facility returned the tna device and pulsar generator for investigation. An eval will be conducted and results will be provided in a f/u report.